Manufacturer narrative:
As the lot numbers for the devices were not provided, manufacturing reviews could not be performed. For the three (3) reported events, the devices were not returned for evaluation; therefore, the investigations are inconclusive for perforation of the ivc and filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filters. Based upon the available information, the definitive root causes are unknown. The devices are labeled for single use.

Event description:
This report summarizes three (3) malfunction events. A review of the events indicated that model unknown g2 filter migrated and perforated. For all three (3) events there were no reported attempts made to retrieve the filters. These reports were received from various sources. All three (3) events involved a patient with no known impact to the patient. For all three (3) events the patient¿s gender, age, and weight were not reported.

Manufacturer narrative:
H10: the lot number was provided for one of the two reported malfunctions, therefore a lot history review was performed. Both of the devices were not returned for evaluation; however, medical records were provided and reviewed for one malfunction. The investigation is confirmed for limb perforation and inconclusive for filter migration. For the other reported malfunction, a xray was provided for review. The company is still investigation the issue at this time. Of the 3 originally reported malfunctions, 1 was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdr 2020394-2019-03047. H10: g4: PMA/510k. H11: b5: event, d4: lot#:, e1: initial reporter name and address, g1: MFR site, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the events indicated that model: rf310f filter migrated and perforated. For the two events there were no reported attempts made to retrieve the filters. These reports were received from various sources. The two events involved a patient with no known impact to the patient. One patient is a 45 year old female and another is a 66 year old male. Patient weight was not provided for either patient.

Manufacturer narrative:
The lot number was provided for one of the two reported malfunctions, therefore a lot history review was performed. Both of the devices were not returned for evaluation; however, medical records were provided and reviewed for both malfunctions. A x-ray image was also provided for one of the malfunctions. The investigations are both confirmed for limb perforation and inconclusive for filter migration. The devices are labeled for single use. Based upon the available information, the definitive root cause is unknown. Of the 3 originally reported malfunctions, 1 was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdr 2020394-2019-03047.

Event description:
This report summarizes two malfunctions. A review of the events indicated that model rf310f filter migrated and perforated. For the two events there were no reported attempts made to retrieve the filters. These reports were received from various sources. The two events involved a patient with no known impact to the patient. One patient is a 45 year old female and another is a 66 year old male. Patient weight was not provided for either patient.